Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Additionally, it was reported that there was a watermark on the pump display. There was no adverse impact to the customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.